Event description:
It was reported that the pump battery was intermittently depleting quickly resulting in the pump shutting off. Reportedly, on (B)(6) 2026 the customer experienced an elevated blood glucose (bg) level that was displayed as "high", although specific value was not provided. The customer was ¿throwing up and felt like they could not breath, muscles tightening¿. The customer¿s parent drove them to the emergency room. They were treated with intravenous fluids of saline, insulin, potassium, and magnesium to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.